Event description:
The patient reportedly experienced difficulties with head piece retention due to a thick skin flap. The head piece retention difficulties resulted in drainage from his incision site. The implant surgeon prescribed oral antibiotics (type unknown) and intravenous antibiotics. The pt's device was explanted due to skin flap infection. Advanced bionics is in the process of gathering more info, once more info becomes available a supplemental report will be submitted.